Event description:
Patient reported that the last time she spiked the vial, it leaked so she used a new spike, which did not leak. Advised that pharmacy will send extra spikes in case that happens again. No other information known. Did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes. Reported by (B)(6) by: patient/caregiver.